Event description:
The patient reported that the implantable pulse generator (ipg) was implanted in the upper left chest area and had migrated to the lower left chest area. Follow up was conducted and confirmed the ipg did migrate but is functioning normally. No performance issues have been identified and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8780 intrathecal catheter, (B)(6) 2013; 8637 implantable infusion pump, (B)(6) 2013. (B)(4).